Event description:
Philips received a complaint by the customer on the v60 indicating that the device powered itself on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device is powering on without user interaction. The customer states he replaced the power switch overlay - no help. The rse advised to disconnect the battery and have it powered off with just ac power connected. Biomed called back and is reporting the v60 is turning itself on despite removing the battery. Resolution and disposition are pending - investigation on going.

Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The customer states that the unit powered on by itself. Was not able to duplicate. Reviewed logs and service manual and found unit needed a user interface pcba, cpu pcba, and a power management pcba. The fse replaced the user interface pcba, cpu pcba, and power management pcba with fco 66 (B)(4). Advised customer to leave unit plugged in for a couple of days and confirm unit does not power back on. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed cpu printed circuit board assembly (pcba) was returned to the product investigation lab (pi). The pil technician installed the cpu printed circuit board assembly (pcba) into a pi ventilator to duplicate the reported issue. The unit operates as expected on all power sources ac and battery combination, ac exclusively, battery exclusively. The log taken from the cpu shows no indication of a random startups. The stb with the suspect cpu installed did not display any occurrences of an auto power on, or random startups at the pil. Note: with the unit in the no power on condition, the stb with the suspect cpu pca installed, the stb was left overnight (a period of approx. 16 hours) with the stb with ac power and internal battery power available the stb did not auto power on. The dc power voltages noted on the cpu for 3.3vdc, 5vdc, 12 vdc, and the 35 vdc were intact and within spec. The pil tech has verified that the cpu operates as expected/ no problem found. H11:d4 (B)(4).